Event description:
It was reported that the unit was found with a broken user interface holder. No info available about what happened. There was no pt involvement. (B)(4).

Manufacturer narrative:
The reported user interface holder was investigated at the hosp by our field service engineer. The reported breakage could be visually confirmed by the inspection of the received photograph. The broken panel holder (user interface holder) implies that the panel unit has been exposed to a mechanical force that's above the designed spec. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It's known to us under which conditions the reported panel holder broke.